Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent an unknown surgery with the lcp-dt implants at an unknown hospital. After the surgery, soft tissue injury occurred, and a removal surgery was performed on (B)(6) 2024. During the removal surgery performed on (B)(6) 2024, recess of the 2 locking screws became stripped. One of them was removed using the extraction screw, and the extraction screw broke off when it was used for removing the other locking screw. The tip of the broken extraction screw remained in the recess of the locking screw. Since the tip of the broken extraction screw could not be removed from the recess, the surgeon tried to excavate the screw head by the carbide drill bits. However, the shaft of the carbide drill bits was blurred, and the screw head could not be excavated. The surgeon judged that it was impossible to excavate, and the screw was removed with the plate after shaving the bone around the screw and inserting a chisel between the bone and the plate repeatedly. The surgery was completed successfully with 90 minutes delay. The original scheduled surgery time was 50 minutes. It was confirmed that there were no pieces left in the patient¿s body by x-rays after surgery. Patient outcome is reported as stable. No further information is available. This (B)(4) reports about the event occurred during the removal surgery, while related (B)(4) reports about soft tissue injury occurred after the initial surgery. This report is for an unknown locking screw this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.